Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench and out automated testing equipment. Device functionality was normal and no anomalies were found. The cause of the anomaly could not be detected.

Event description:
It was reported that prior to implant the telemetry did not work after interrogation while connecting the merlin antenna. This device was not implanted.